Manufacturer narrative:
Product was evaluated for evidence of allegation. No evidence of malfunction was observed.

Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to the FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report the purely yours breast pump she uses to express breast milk for her baby does not work well for her. She alleges developing a breast infection, mastitis, which was caused by this breast pump not functioning properly. She states the pump did not drain the milk from her breasts due to low suction resulting in decreased milk output. Customer was prescribed oral antibiotics by her health care provider which resolved her infection.